Manufacturer narrative:
Update 26 august 2018: the head was dislocating from liner. Second revision surgery occurred on (B)(4) 2018 to fix recurrent dislocation, liner explanted. Batch review performed on 17 september 2018; lot 153422: (B)(4) items manufactured and released on 23 september 2015. Expiration date: 2020-09-08; no anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event liner cc e cc light flat pe hc liner ø 36 / e reference 01.26.3644hct; lot 156435: (B)(4) items manufactured and released on 10 february 2016. Expiration date: 2021-01-23; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs (B)(4) on 18 september 2018 polyethylene liner exchange due to recurrent dislocation 2 years after first revision for femoral fracture. The polyethylene insert was exchange due to size matching and as per standard procedure, not because of a malfunction. The femoral components are not object of this investigation because proceeding from different manufacturer.

Event description:
On 20 august 2018 we were informed that a primary surgery (B)(6) 2016, revised on (B)(6) 2016 for periprosthetic fracture of femur, patient now requires second revision surgery for recurrent dislocation. On (B)(6) 2018 we were informed that versafit liner was removed. The case was completed successfully and the hip no longer dislocates and is stable.